Manufacturer narrative:
Service review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had a hole in the hose was confirmed. An assessment was performed and it was observed that the device had a hole in the hose in the middle section, the device was running below rpm specification, and there was an oil leak around the locking collar area. During repair, it was observed that the vanes were worn out causing the device to run below rpm specification. It was further determined that the device failed pretest for rotational speed and oil leak. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device had a hole in the hose. During in-house engineering evaluation it was determined that the device was running below rotation per minute (rpm) specification, and there was an oil leak. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred on an unknown day in (B)(6) 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.